Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date between (B)(6) 2017. The serial number was not provided. The lens remains implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a monofocal intraocular lens (iol) was implanted into the patient operative eye. It was initially reported that the patient's best corrected distance visual acuity (bcdva) was 20/32 in both eyes (ou). At the patient's one month post-operative doctor visit, the patient complained of being very bothered by starbursts, moderate bother with sensitivity to light and low light vision, difficulty driving at night, needing light to read small print, and having to put on sunglasses before stepping outside. In addition, the patient's bcdva was 20/25-2. The patient was also seen at an unscheduled doctor's visit on (B)(6) 2017 for posterior capsular opacification (pco) treatment. Furthermore, the patient complained of moderate bother with halos, being very bothered with low light vision, having difficulty reading signs while driving, and requiring a lot of light when reading. The patients bcdva was 20/25 in the right eye (od) and no binocular tests were performed with the left eye (os). There were no complications or patient injury reported. No additional information was provided. The patient had bilateral lenses implanted. This report will capture the lens implanted in the patient's left eye. A separate report will be filed for the right eye.

Manufacturer narrative:
Upon receipt of additional information it was learned this is an investigational device and is not same or similar to product distributed/sold in the united states, therefore a supplemental report is not required and no further information will be provided under this manufacturer report number. In the initial MDR PMA # (B)(4) (if this was initially populated) was provided however this is no longer applicable. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.